Manufacturer narrative:
Batch review performed on 20 january 2020: lot 168329: (B)(4) items manufactured and released on 28-feb-2017. Expiration date: 2022-02-13. No anomalies found related to the problem. To date, 4 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in for a post-op appointment. It was observed that the patients wound was not healing. The surgeon performed an I&d and poly-swap 18 days after primary. The surgery was completed successfully.